Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of semilunar plate suture, when 2nd firing, the shaft was broken off as the photo shows. The complaint device was received and evaluated. Visual observations of the device and visual inspections on the picture provided confirm that the needle shaft assembly was broken. In addition, the needle, implants and the silicon sleeve were not received along with the gun. Besides, when test its functionality, it was observed that the main pusher rod was bent. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to an excessive force might have applied or can be related to hit the hard bone. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l54645, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that during the surgery of semilunar plate suture, when 2nd firing, the shaft was broken off as the photo shows. Removed the broken part from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.